Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 382805 dermahook 1/2 hook pkg/bx 6 hks/pkg for investigation. The sample was returned with its original packaging but opened. The returned sample was visually inspected with and without magnification. Upon visual examination, it was found that three of the thermoplastic elastometric (tpe) bands were broken. One of the bands was broken at the edge of the card that holds the bands, but the other two bands were broken at a spot that isn't right on the edge of the card. Further examination revealed that the bands did not appear to thin at the point of separation and had no discoloration. This suggests that the bands did not break due to over exposure to heat and/or uv lighting. Since the package was received opened, it could not be determine when the bands were broken. Reference files (B)(4) for investigation photos. A corrective action is not required at this time as it could not be determined what caused the complaint issue. Since the sample was received open, it could not be determined when the bands were broken. The reported complaint of "broken" was confirmed based upon visual examination of the returned sample. The sample was received open in its original other remarks: packaging. There were 3 broken tpe bands. One of the bands was broken at the edge of the card that holds the bands, but the other two bands were broken at a spot that isn't right on the edge of the card. Further examination revealed that the bands did not appear to thin at the point of separation and had no discoloration. This suggests that the bands did not break due to over exposure to heat and/or uv lighting. A device history record review was performed with no evidence to suggest a manufacturing related cause. Since the sample was received open, it could not be determined when the bands were broken. No further action will be taken.

Event description:
Three packages of dermahooks were opened from the same lot and all 3 had broken elastics. This was before the procedure had started.

Manufacturer narrative:
(B)(4). The device history review for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73b1600483 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Three packages of dermahooks were opened from the same lot and all 3 had broken elastics. This was before the procedure had started.